Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during surgery, the device jaws could not be re-opened and the activating button stopped working. It is unknown if the jaws were applied to the tissue when they could not be re-opened. No patient injury. Additional questions in regard to the incident have been asked but to date no further information has been made available from the site.